Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that the device did not open on the distal end from the tip coil. It was reported that several attempts were made to open the device without success. No patient injury was reported.

Manufacturer narrative:
The pipeline braid was returned for evaluation without the pipeline pushwire. As received the pipeline braid was found to be fully open with slight fraying at one end. No other anomalies were observed. The customer¿s clinical observation could not be confirmed. Based on the analysis we are unable to conclusively determine the cause of this event. As per the instructions for use (IFU): ¿push the delivery wire and/or unsheathe the ped to continue the expose the ped. After (B)(6) of ped are exposed, the distal end may detach from the delivery wire.¿ all products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.